Manufacturer narrative:
Combination product: yes.

Event description:
Noise was reported on tip to ring of the lead resulting in inappropriate shocks. The noise was also inhibiting normal farfield signal. Lead currently remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.